Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remain implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed assessed as fold flaw opening. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.1., b.5., d6b., h.6.

Event description:
The device has been explanted.